Event description:
A patient was here for whipple surgery. Gia 60 3.8 mm stapler misfired. Operative note: "the stomach was divided in the mid antrum with two applications of the gia stapler. The proximal jejunum was divided with an application of the gia stapler."